Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using a glidepath hemodialysis catheter. Upon opening the package, the suture site wing tip was found to be bent prior to use. Although the user proceeded with suturing and dressing under this condition, the bent wing tip was considered a potential risk for patient skin injury. There was no reported patient injury.